Event description:
During normal preventative maintenance, a possible issue pertaining to the protective sleeve used to cover harness cables of the artis zee system was found. An inspection of the system showed mechanical damage of the cable harness inside the ceiling carriage. This damage was caused by friction between individual cables resulting in stress on the cable covering over a period of time. Additionally, small dimensioned cables may tear and cause system malfunction. The issue was not reported by a user site, rather it was reported internally.

Manufacturer narrative:
Initial assessment of the issue was deemed non-reportable. Following the completion of an internal investigation, results and root cause analysis of this issue, the issue is now considered to be reportable as the potential exists for system malfunction and delay of procedure. Siemens has not received any information regarding patient injury or injury to system operators. Siemens will release a customer advisory notice and field modification for all affected systems. This modification will be released under ax016/13/s and ax017/13/s. These modifications include system inspection, installation of a cable guide and replacement of any damaged cables. This action will also be reported to the FDA under 21 cfr 806.